Event description:
Gyrus acmi halo pks cutting forceps 5mm/33cm not functioning during procedure. A hand switch error was indicated. The device was removed from the field and replaced with a like device which functioned without issue for the remainder of the case. Reason for use: laparoscopic assisted vaginal, hysterectomy.